Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report #3005099803-2009-05572 for a description of the second device. A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, a thermal probe error was generated and 2 minutes later, the console unit shutdown. The console unit was then rebooted and 8 minutes into the ablation phase, another thermal probe error was generated, and the console unit shut down again. It was restarted a second time and the case was completed. Clinical follow up confirmed that the console unit never went into cool down mode on either occasion. There were no patient complications reported with this event, and was reported to be "fine" post procedure.

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).